Event description:
Medtronic (covidien) received information that a small hole was identified in the balloon after flushing the device with a heparin solution. It was reported the balloon was inflated 3 times with an average pressure. The syringe used was a 1cc ll. The guidewire was pushed out of the catheter tip about 4 cm. The hole was not visible but the balloon deflated. It was further reported the guidewire was not pre shaped. The device was not used to treat the patient.

Manufacturer narrative:
The customer report was confirmed. The catheter was found to be damaged and ruptured between marker bands. It was not possible to determine the definitive cause for the catheter rupture. However, the rupture was consistent with those that can occur due to fast inflation speads and volume larger than specificaton. The IFU (instructions for use) has a warning &quot;do not exceed the maximum recommended inflation volume as balloon rupture may occur.&quot; all balloons are 100% inspected for damage and irregularities during manufacture. The lot history record has been reviewed and no issues were identifed that would have contributed to this event.